Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner suction leaked when using. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/10/2019. Signs of clinical use and no evidence of blood was observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated vacuum weight tlt and calibrated pressure gauge. The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight.. Based on the returned condition of the device and the results of the investigation the reported failure "suction issue" was unable to be confirmed.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner suction leaked when using. A replacement device was used to complete the procedure. The hospital did not report any patient effects.